Event description:
International affiliate reports device was used in patient following breast surgery in 2005. Two weeks later patient presented with a wound infection. Patient was treated at the facility.